Manufacturer narrative:
Follow-up #1 date of submission 11/23/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box data showed several replace battery alarms due to a discharged battery being in use. No evidence of short battery life was observed. A visual inspection of the pump showed that the battery compartment was undamaged. No battery cap was returned with the pump; a test cap was used and was able to fully tighten on to the pump. The pump powered on with 2 bars on the battery indicator on the display, and the pump emitted a replace battery alarm upon the first rewind attempt. Evidence of moisture corrosion was observed on the battery cap and in the battery canister. The pump passed a leak test. The pump case was removed and no evidence of moisture or loose components was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a short battery life issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.